Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated and imprecise architect ca 19-9xr results on one patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial=40.38 u/ml (laboratory reference range for ca 19-9xr= 2 to 40 u/ml) /the initial results out of reference range, therefore repeated= 49.75, 53.39, 60.44 and 59.83 u/ml /on (B)(6) 2023 same specimen diluted 1:3 run as sid (B)(6) =53.39 iu/ml /previous history from 23aug=40 u/ml. Further information provided on (B)(6) 2023: same specimen run as sid (B)(6) on (B)(6) 2022 1:2=51.78, 48.3, 45.96 u/ml; on (B)(6) 2023 neat=67.93 and 62.78 u/ml the patient diagnosis is unknown. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of architect ca 19-9xr reagent lot number, 43058fp00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 43058fp00 was evaluated using worldwide data from abbottlink. The median value of the patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent lot number, 43058fp00.